Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the morning of 10/06/2025, the patient¿s cgm displayed a ¿high¿ glucose reading. No fingerstick (fs) test was performed to verify the accuracy of the cgm reading, and the patient reported no symptoms at that time. Relying solely on the cgm data displayed via her t: slim insulin pump, the patient administered insulin through the pump. Approximately two hours later, the cgm showed a glucose level of 380 mg/dl, prompting another insulin dose via the pump. Throughout the day, the cgm continued to report glucose levels ranging from 300¿400 mg/dl. By the evening, the cgm read 377 mg/dl. The patient drank water and administered another dose of insulin via the pump. Shortly afterward, she began vomiting and called for emergency medical assistance. She was transported to the emergency room (ER) without receiving any medications en route. The patient reported administering a total of 60 units of insulin that day. The exact time of ambulance arrival is unknown. At the ER, blood glucose was checked, but the patient was not informed of the specific values. The cgm continued to read 377 mg/dl. She was diagnosed with diabetic ketoacidosis (dka) and underwent bloodwork. Treatment included IV fluids, and her insulin pump was removed while the cgm remained in place for monitoring. During her hospital stay, staff compared cgm readings with fs tests and found discrepancies (e.g., cgm: 40 mg/dl vs fs: 150 mg/dl). Based on these inconsistencies, the cgm was removed on 10/07/2025. The patient was discharged on (B)(6) 2025 at 3:00 pm, reporting that she felt better. Post-discharge, she resumed monitoring her blood glucose via fs tests, which showed values within the normal range (e.g., 94 mg/dl, 131 mg/dl). She plans to resume use of her cgm and insulin pump following her next appointment with her endocrinologist. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.